Event description:
Device 1 of 3. Reference MFR report#: 1627487-2012-05464, 05465. The patient had two leads (from different lots) and an ipg. It was reported the patient had lost stimulation from one of the leads. An impedance check revealed high and low impedance. During surgical intervention, the ipg was tested and showed high impedance. As a result, the scs system was explanted and replaced. Stimulation and coverage were restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.